Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 32 x 4.0mm target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 4.00 x 32mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. These kinks are consistent with excessive forces having been applied to the shaft. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the crimped stent identified that the proximal edge of the stent was bunched up. This type of damage is consistent with the stent getting caught on an object during withdrawal. A visual examination of the distal shaft polymer extrusion profile identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).